Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 9081523. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 7bag 420cas jp experienced foreign matter contamination. The following information was provided by the initial reporter: before use, something like a piece of plastic was found on the needle tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 7bag 420cas jp experienced foreign matter contamination. The following information was provided by the initial reporter: before use, something like a piece of plastic was found on the needle tip.